Manufacturer narrative:
Investigation results: a sample was sent for evaluation. Visual inspection reveals no defects. The set was assembled to an infusion bag. With a syringe and an injector, colored liquid was introduced through the c60 connector. After having disconnected the injector, no leak was found in the connector membrane. The set was kept connected to the infusion bag about 1 hour, after that time some liquid was removed with a syringe and an injector trough the connector. No leak appeared in c60 connector during all the process. As the lot is unknown, the device history record and the retained samples cannot be checked. Conclusion: the set was assembled by atom medical. They also evaluated the sample and found no leak. After having been tested, no leak has been confirmed. As the lot is unknown, the device history record and the retained samples cannot be checked, and no root cause can be determined. Based on the low severity and frequency of the defect, it was determined that no CAPA is required.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd phaseal¿ secondary set drip chamber c60, leakage of paclitaxel occurred. There was no report of injury or medical intervention.